Event description:
It was reported that a home patient experienced one system error 2240 during dwell three (3) of four (4) during therapy on the homechoice machine. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient was instructed to cycle the power to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.